Manufacturer narrative:
As reported, during a laparoscopic abdominal ipom incisional hernia surgery 10 capsure fasteners did not fixate the mesh/tissue. The subject device was not available for evaluation. However, photos/ video was provided showing fasteners that have fixated successfully, and fasteners that are not fully fixated to the mesh (proud). Photos show the surgeon removing the proud fasteners. The photos and video confirm the reported event, however, do not assist in determining a root cause. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic abdominal ipom incisional hernia surgery while using capsure fixation device, nearly 10 fasteners did not fixate the mesh/tissue. Fasteners that were not completely fixated were removed from patient. The procedure was completed using a non-bd device. There was no patient injury.